Event description:
It was reported that the pump issued alarm 20 during operation, leading to the inability to successfully load a cartridge and resume insulin therapy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using proper techniques, but the alarm recurred, so the pump will be replaced. The customer will use multiple daily injections as backup therapy and was instructed on how to store the pump and return it with a pre-paid label within ten days, which the customer understood and acknowledged.